Event description:
After accessing patient's portacath and drawing blood specimen for labs, the rn noticed the huber needle was leaking with saline injection post blood draw. She noted saline leaking from right angle of the needle.